Event description:
It was reported that the device exhibited premature battery depletion and the device was explanted and replaced. The patient was stable; no adverse health consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above the elective replacement indicator (eri) level upon receipt and no anomaly was found on the header. Analysis of device image and session records indicated an increase in pacing output settings, as well as autocapture and rate responsive features were enabled during the implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis did not find any anomaly, and the longevity assessment was in the normal range of operation with appropriate remaining longevity.